Manufacturer narrative:
Event date: unspecified date in 2018. Twelve (12) samples were received for evaluation with the aluminum foil peeled. A visual inspection performed with the naked eye verified that the sponges were found fully separated from the cap. The reported condition was verified. The cause of the condition is related to mishandling during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from each of twelve (12) minicaps. This was noted before use. There was no patient involvement. No additional information is available.